Event description:
Additional information received from the manufacturer¿s representative (rep) reported two previously implanted extensions were replaced while the same generator was reimplanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unclear if the discomfort was directly related to the pocket adaptors and their location, excess wiring (positioning from the adaptors), or neurostimulator migration alone. The extensions were replaced with ones that didn¿t require an adaptor and the existing neurostimulator was reimplanted. The patient was discharged the same day with no further complications and no reports of any discomfort in the pocket area.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type extension product ID 7482a40 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type extension product ID 64002 lot# va27mab serial# I mplanted: explanted: other relevant device(s) are: product ID: 7482a40, serial/lot #: (B)(4) ubd: (B)(6)2013, UDI#: (B)(4) ; product ID: 7482a40, serial/lot #: (B)(4) ubd: 18-apr-2013, UDI#: (B)(4) ; product ID: 64002, serial/lot #: (B)(4) ubd: 10-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of discomfort sometime (unknown date) after last implantable neurostimulator (ins) change. No environmental/external/patient factors that may have led or contributed to the issue were known. The implants are old extensions and adaptor. Manufacturer representative stated that, per nurse, no impedance issues that they were aware of. Rep speculates potentially discomfort at pocket site position due to adapter. Surgeon will be replacing both extensions and removing pocket adapter. Note only adapter va27mab applies to this. Was implanted and will be explanted on (B)(6) 2023 surgical intervention planned on (B)(6) 2023 to explant 64002 adapter (only has one but don¿t know lot number) and 2 old extensions. Replacing with new extensions.